Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a spinal fusion procedure for lumbar spinal canal stenosis was performed on (B)(6) 2020. After the fourth tab was removed, it became stuck on the tip of the tab breaker body. The surgeon tried to push in the tab with the tab breaker cap but failed. The had to use another instrument to complete the procedure. The tab breaker body was then used for four more tab removals. The procedure was completed with a thirty (30) minute surgical delay. No further information is available. Concomitant device reported: unknown setscrews (part# unknown, lot# unknown, quantity unknown ). This report is for one (1) screw. This is report 3 of 5 for (B)(4).